Event description:
New information indicated that there were no complications to the procedure and the patient went home the next day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. The lead was repositioned and the same issue resulted. The lead was never connected to the device. The lead was not used and replaced. No patient condition was reported.